Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set broke; further described as the end cap is "hard to get off and when pulled, the tubing breaks". This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.